Event description:
A contralateral angioplasty was being done. A wire was placed through a 19 gauge needle. The groin was dilated up to 8fr. The 6fr sheath was then placed. The angioplasty procedure was done and the sheath with dilator and wire guide in place were removed. The doctor noted resistance upon removal, but did not notice any stretching of the sheath. The "sheath snapped". The tip was in the artery. A cutdown was done to remove the portion of the separated sheath. It was indicated the pt had extreme calcification at the groin area. The surgeon was not able to even use scissors to cut down at the groin area.